Manufacturer narrative:
The correct device manufacturer date was provided through manufacturing records review. H4 of this follow up has been updated. Section h4 : device manufacture date : 3/13/2003. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). The femtosecond laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss replaced the beam shaping module (bsm) which resolved the problem. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iris motor failed which led to an interruption of the treatment on (B)(6) 2020. The treatment was completed the following day without any post-op issues. No additional information was provided.